Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: ruptured. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a primary breast augmentation with unknown silicone implants which bilaterally ruptured after implantation. The issue was confirmed by the physician via ultrasound and MRI examinations. As a result patient underwent bilateral removal and replacement as follow: right replaced witg cat#:3503001bc, sn#:(B)(4), and left replaced with cat#:3503001bc, sn#: (B)(4) on (B)(6) 2011. This report is for the right side. Note: patient called mentor wanted to know what was the evaluations findings and wanted a copy. Advised we have reached out to legacy which stated there was no complaint found . Patient was in mentor data base with date of implantation of 2011, there was a note in data base stating: implants not identifiable, and disintergrated upon removal. Patient stated they were mentor and mentor data base showed implants reported as mcghan. The only record patient has with mentor is the replacement devices on (B)(6) 2011: (manufacturer report number:1645337-2020-00233, 1645337-2020-00234) mentor will follow up further and any new information will be reported accordingly.